Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having power cable disconnect alarms on the white power cable. The battery contacts were cleaned and the battery clips were replaced with no resolution. The system controller was exchanged and the alarms resolved. The log files noted power cable disconnects on the white power cable.

Manufacturer narrative:
Manufacture¿s investigation conclusion: the reported event of the patient having power cable disconnect alarms was confirmed via visual analysis of the submitted and downloaded log files; however, the reported event was not preproduced during testing. The heartmate ii pocket controller (serial number (B)(6)) was returned for analysis. The submitted log file and the downloaded log file from the returned system controller contained combined overlapping data spanning approximately 4 days ((B)(6) 2023 ¿ (B)(6) 2023 per the timestamp). Throughout the log file atypical power cable disconnect alarms activated while connected to battery power on both the black and white power cable due to the rsoc voltage in either power cable dropping below the minimum acceptable voltage threshold. The rsoc voltage dropped as low as 0 volts in either power cable activating the alarms. The alarms cleared shortly after activating each time when the rsoc voltage was restored to the expected voltage threshold. The atypical power cable disconnected alarms did not affect the controller's ability to operate the pump at the set speed. No other notable atypical alarms were active in the log file. During the evaluation, the controller was functionally tested and passed without any issues or atypical alarms active. The controller was connected to a mock circulatory loop for an extended period of time with no issues or alarms active. Several attempts were made to reproduce the reported event; however, the controller was able to operate on ac power as well as battery power without reproducing a power cable disconnect alarm. Throughout testing, the controller operated as intended. Provided information stated that exchanging the controller resolved the alarms. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate ii instructions for use section 2 entitled ¿system operations¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. The heartmate ii patient handbook instructs users to regularly inspect their equipment for damage, and to obtain replacements if needed. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate ii system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.